Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Preliminary analysis revealed a no telemetry condition. Initial measurements determined that the device was in a high current drain condition, depleting the battery which caused the telemetry failure. Additional analysis indicated that the source of the excess current may have been one of the integrated circuit (ic) chips in the stacked chip scale package (scsp) component. However, no high current drain was observed after removing the scsp from the hybrid and placing it in a system bread board sbb. High power visual inspection was performed and revealed charred markings on the distance telemetry discrete components. The resistors were fused open. The analysis was concluded since a high current drain condition was no longer present. No cause was determined for the premature battery depletion. (B)(4).

Event description:
The implantable cardiac monitor (icm) was removed with no performance issues indicated but tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.